Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had tissue adhesive inside the forceps channel, found during set up/inspection for use. There were no reports of patient involvement.

Event description:
No new event information reported by the customer.

Manufacturer narrative:
Updated: d8, h3, h6, h11. The device was returned to olympus for inspection. Based in the results of the investigation, foreign material/reported tissue adhesive was observed in the device forceps channel and on camera cover (c-cover), however analysis of the foreign material was not performed. A definitive root cause of the issue could not be determined, however, the issue was possibly the result of the customer not using the device in accordance with the IFU/user handling. The event can be detected/prevented by following the device IFU sections below: evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. Evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.